Manufacturer narrative:
Batch review performed on 01 december 2025: lot 2317921: (B)(4) items manufactured and released on 08-nov-2023. Expiration date: 2028-oct-23. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had pain due to a subsided stem and the cause of the subsided stem is unknown. At about 1 year and 2 months post primary the surgeon revised the medacta stem and head. The surgery was completed successfully.